Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. During failure analysis, the customer reported issue was confirmed. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Further investigation found additional observations not reported by the site. Mechanical indentations were found on the proximal clevis. Additionally, various scratch marks with light material removed on the main tube were identified. The scratch marks, measuring approximately 0.024 to 0.215" in length, were not aligned with the tube axis. Both failures are attributed to instrument mishandling and misuse. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. Product & event verification: a review of the instrument log for the cadiere forceps lot# n14190917 / sequence 0071 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system (B)(4). The alleged event occurred on the 6th use of the instrument. The instrument has 4 remaining usable lives with no subsequent use recorded. This complaint is a reportable malfunction event due to the following: the cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was found with a broken cable. The user continued the procedure and completed it using the backup instrument with no further issue reported. No fragment fell inside the patient. The instrument & accessory user manual states: always have a backup instrument or accessory available to complete the surgical procedure in case of instrument failure. Evaluation by failure analysis confirmed that the pitch cable was broken at the distal end of the instrument. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 4 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the cadiere forceps instrument was found with a broken cable. The user continued the procedure and completed it using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.